Manufacturer narrative:
Concomitant medical products and therapy dates: xanax, norvasc, aspirin, fish oil, multi vitamin, paxil, zocor. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
Hold for fson (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2019 a computed tomography angiography (cta) indicated a distal type I endoleak originating from the contralateral leg component located on the patient's left side. No aneurysm enlargement was noted. It was reported that the contralateral leg component had retracted from the patient's left common iliac artery back into the abdominal aorta due to iliac artery dilation. Reportedly the physician planned to perform a reintervention to address the distal type I endoleak at a later date. No thrombus, calcium, or tortuosity were noted as contributing factors to the reported endoleak. On (B)(6) 2019 a reintervention was performed to treat the endoleak. It was reported that the patient's left internal iliac artery was coil embolized. Two contralateral leg components were used to extend the previously implanted contralateral leg component. The device was extended into the patient's left external iliac artery. The endoleak was reportedly resolved. The patient tolerated the reintervention.